Event description:
It was reported that during insertion of the intraocular lens (iol), the haptic was noted to be damaged at the haptic-optic juncture as the iol was extruded. It was stated that the iol had one of the haptics excised during implantation using a platinum inserter. It was stated that the haptic was damaged during implantation by the inserter. The incision was slightly enlarged. The iol was transected with the mst cutter and forceps, and each half was removed. An identical zcb00 was then successfully implanted. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Device returned to manufacturer on: 03/24/2015. The intraocular lens (iol) was returned to the manufacturing facility for investigation. The zcb00 lens was visually inspected under microscope. The returned lens was cut in three pieces with one haptic broken that could have been related to handling of the lens during the implant/insertion process. Surface residuals (fiber/particles) and stains were observed on the lens that could be related to handling the lens in a non-sterile environment. The reported complaint for haptic damaged was verified. As specified on initial report, the haptic was damaged during implantation by the inserter. The product did not meet acceptance criteria. An inadequate handling of the unit and/or if any of the directions for use are not following correctly, it may cause damage to the iol during use. The investigation results reasonably suggest that the probable cause of the conditions observed in the lens sample returned could be related to surgical technique. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.